Manufacturer narrative:
The operator was positioning the detectors for lateral static views after acquiring a whole body scan. The operator rotated the detectors and detector one came into contact with the arm board causing the collision sensors to activate. The system motion halted in a controlled fashion and the patient was not harmed. The operator set the hand controller down and started the acquisition when the operator noticed detector two started to move on its own. The fse confirmed there was no harm to a patient, operator, or bystander. A philips service engineer evaluated the system and found the radius brake assembly had failed. The philips service engineer replaced the moda, mtr, 60mm, servo, w/2kln-enc, moda, brake size 06,1nm w/conn, and the moda, radius gearbox. (B)(4). The system is in clinical use.

Manufacturer narrative:
We have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Event description:
The operator went to position the detectors for some lateral static views after acquiring a whole body scan. The operator used the hand controller to rotate detectors for the views when detector one came into contact with the arm board causing the collision sensors to activate. System motion halted in a controlled fashion. The operator set the hand controller down and started the patient image with the detectors in the current position. When the acquisition began, the operator noticed that detector two moved on its own. The operator activated the collision sensor on the collimator which halted the system in a controlled fashion. The operator was able to acquire the static views and removed the patient from the system. A philips service engineer (fse) evaluated the system and found the radius brake assembly had failed. The philips fse made the necessary repairs to the system. There was no harm to a patient or operator. New information received through systems engineering has determined that if the gearbox shaft key becomes disengaged due to the snap ring not being included or the gearbox shaft key is missing, the brake system could be rendered ineffective for the tangential or radius drive assemblies for the detectors. Therefore this has been determined to be a reportable event.